Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited a diagnostic anomaly. The sinus interval history was greater than the programmed settings leading to ventricular tachycardia (vt) being diagnosed as supraventricular tachycardia (svt). The change in the patient's intrinsic rhythm required adjustment on the discrimination channel. There were no inappropriate shocks due to the non sustained svt. Programming changes were made to lower the tachycardia zone and the issue was resolved. The device functioned with no issues. It was a routine service call. The patient was stable and discharged from the clinic.